Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was capped and the ICD was explanted due to loss of capture and high impedances. There were no adverse patient side effects reported.